Manufacturer narrative:
Patient identifier not provided ((B)(6)), date of birth not provided, weight not provided, lot number not provided, device manufacture date.

Event description:
Doctor indicates gold screw (iunihg) became loose 3 years after placement of crown. Doctor also noted that he had to section cement retained crown and unscrew abutment, re-screw abutment and take new impressions.

Manufacturer narrative:
The returned product (iunihg) was received for evaluation. Per inspection, the returned product was worn, damaged threads and hex. There were scratches and bone tissue all around the threads, and hex. This damage most likely occurred during the removal of the screw. As stated in complaint description that screw became loose after three years cannot be verified, since it cannot be recreated. In addition, this complaint did not provide other information such as patient condition, bone quality, and use of device. The complaint is being confirmed for damaged threads and hex but the reported loosening event is non-verifiable. Document type(s) reviewed: IFU p-iis086gr rev. E 11/2015. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. The complainant indicated that gold screw became loose, 3 years after placement of crown. The complaint cannot be verified, since it cannot be recreated. No singular root cause could be determined for this complaint.

Manufacturer narrative:
The following sections were updated: date of this report, device available for evaluation change ¿no¿ to ¿yes¿, date received by manufacturer, follow-up number, follow up type, additional narrative. The following sections were corrected: event date, device code.